Manufacturer narrative:
H6: codes 86, 100, 68: product not returned for evaluation.

Event description:
On 06/09/2006, patient reported hospitalization in 2001 or 2002 involving low blood glucose. She indicated that she had anxiety attacks and a stomach virus. Patient stated that she went to the hospital, was treated and released. Upon returning home, her blood glucose decreased to 30 mg/dl. She was given a glucagon shot raising her blood glucose to 45 mg/dl. Patient was given a second glucagon shot and a tube of "cream." She indicated that she vomited and was taken back to the hospital, where her blood glucose was 13 mg/dl. Patient was treated with d-50. Prior to being released, her blood glucose tested at 32-34 mg/dl. She was then admitted into the hospital and treated with d-50 and an IV. Patient disconnected from the device and was placed on injection therapy. She switched to a backup device after observing a crack in the initial infusion device. Her blood glucose returned to normal. Patient refused to return infusion device for evaluation. No additional information was provided. Customer reported same event in 2004 on another infusion device. This issue was reported on medwatch # 2183996-2004-00723 and was filed on 09/13/2004.